Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow and down arrow keypad buttons had been intermittently unresponsive for six months. The patient indicated that the up arrow button had to be continuously pressed to dial up a bolus. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a case attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.